Event description:
The manufacturer was informed on this event through the persist study database. On (B)(6) 2016, a 78 years old male patient received a perceval pvs25 to replace the native aortic valve. The procedure was performed in mini-sternotomy and no concomitant procedures occurred. At discharge, the echo showed a mean gradient of 18mmhg and no perivalvular leaks. During the last follow up call, the site was informed that the patient had a non-disabling stroke (modified rankin scale 2) on (B)(6) 2018. The event did not result in permanent disability and no re-intervention was required. The prosthesis functionality was checked at the time of the event and normal functionality is reported. Treatment was provided to the patient and the event resolved on (B)(6) 2018 with almost optimal recovery. Additional information received from the site confirmed that the event is deemed not related to the device. Prior to the event, the device functionality was observed at the follow-up visits on (B)(6) 2017 and on (B)(6) 2017. In both visits, no regurgitation was observed (no central/perivalvular leaks). The mean gradient is not reported for the first follow up on jan 2017, while it was 17mmhg at the follow-up visit of nov 2017.

Manufacturer narrative:
Field changed: adverse event or product problem, date of event, date of report, event, PMA/510k, type of reportable event, if follow-up, what type. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Additional information received from the site confirmed that a good valve functionality was observed at the follow-up visit in sep 2017 (17mmhg mean gradient, no regurgitation). Moreover, the device was visualized at the time of the event and normal functionality was reported. Since the site classified the event as not device related, no further investigation is warranted at this time.

Manufacturer narrative:
Since there is no information on the device functionality at the time of the event, this case has been reported in a conservative manner. Device not explanted.

Event description:
The manufacturer was informed on this event through the (B)(6) study database. On (B)(6) 2016, a (B)(6) years old male patient received a perceval pvs25 to replace the native aortic valve. The procedure was performed in mini-sternotomy and no concomitant procedures occurred. At discharge, the echo showed a mean gradient of 18mmhg and no perivalvular leaks. During the last follow up call, the site was informed that the patient had a non-disabling stroke in (B)(6) 2018 (exact date unknown). The event did not result in permanent disability and no re-intervention was required. The device was not visualized at the time of the event. On (B)(6) 2018, after 92 days of hospitalization, the patient was discharged with almost optimal recovery. The device functionality was observed at the follow-up visits on (B)(6) 2017 and on (B)(6) 2017. In both visits, no regurgitation was observed (no central/perivalvular leaks). The mean gradient is not reported for the first follow up on (B)(6) 2017, while it was 17mmhg at the follow-up visit of (B)(6) 2017.